Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
There was noise on the lead causing inappropriate detection. The noise is reproducible in office. The future disposition of the lead is unknown at this time. (B)(6) 2013 - currently this device remains implanted.

Manufacturer narrative:
This lead was explanted due to increasing impedance and elevated threshold. The lead also exhibited some noise. The lead was explanted and replaced. Should additional information be received, this file will be updated. The device codes were updated and the explant date was added.